Event description:
It was reported that at the implantation procedure, they were unable to position or fixate this lead. Therefore, the lead was not implanted.

Manufacturer narrative:
Device was not implanted, because during the implantation procedure, the lead could not be positioned correctly. The analysis from the manufacturer is pending.